Event description:
The hcp reported that pt's symptoms had increased and she was experiencing withdrawal within 7 days of refill. The expected reservoir volumes st refill had not been consistent with the actual reservoir volumes. "This was noticed in december and inveatigations were performed for bowel problems, not drug withdrawal." A rotor study demonstrated at stalled rotor. The cateter was determined to be patient. The pump was explenyed and replaced. A follow up report wiil be sent when additional infotmation is received.